Manufacturer narrative:
Physio-control provided the customer with a replacement device. Physio further examined the customer's device but was unable to duplicate the reported issue in subsequent testing. The device powered on and off without any discrepancies. Proper device operation was observed. Physio did observed a screw that was loose in the device. A visual inspection indicated that all of the screws that should be installed in the device were properly installed. The origin of the screw is unknown. The cause of the reported issue could not be determined. (B)(4).

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was powering itself off then on. This reported power issue was observed during testing and there was no patient use associated.